Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)#. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of several unspecified patient events could not be confirmed. Laboratory testing could not be performed, the incident devices were not received for this investigation. A review of the logs could not be performed. The pcu or the system logs were not provided. Received customer photo of pcu with attached pump modules, where it can be observed that two pumps have a programmed infusion and the other two pumps are turned off, in pcu screen shows pump ¿a¿ has a vtbi of 38.4ml and pump ¿d¿ a vtbi of 193.9ml. The first pump programmed rate matches what the pump is displaying (sodium phosphate, rate: 83.3), two of the other pumps are turned off and for the last one the customer did not provide information on the programmed infusion, but in the image the pump displays a rate of 9.4. The bd alaris systems manager user manual v12.5 states the following: if difficulties are encountered while using this software, refer to the user manual, service manual, or related service bulletin(s) before contacting bd. Provide a description of the difficulty experienced, any messages that were displayed at the time of the difficulty, and the software version. Report any serious incident that has occurred in relation to this product to your bd representative (or manufacturer). Wireless network coverage cannot be guaranteed and is intermittent in nature, as a result, bd cannot guarantee the communication of all or any data. Systems manager is designed to minimize these incidents but cannot eliminate them. The limited information provided suggests this complaint is related to the customer¿s interop issues involving the bd alaris¿ systems manager. Investigation on the bd alaris¿ systems manager is handled in (B)(4). The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue was unable to be determined. Suspect devices were not returned for this investigation and no additional event information was provided. However, the limited information provided suggests this complaint is related to the customer¿s interop issues involving the bd alaris¿ systems manager. Investigation on the bd alaris¿ systems manager is handled in (B)(4).

Event description:
"It was reported clinician reported experiencing an event with each infusion on the alaris system setup in room 270 on (B)(6) 2024. During an infusion of sodium phosphate 15mmol in d5w 250ml rate - 83.3 and volume to be infused (vtbi) of 250ml, clinician stated the infusion paused. She cancelled out of the programming. A keep vein open (kvo) infusion with a rate of 5ml and vtbi of 250ml. Clinician stated the device alarmed and displayed on the pcu screen a rate of 150ml and vtbi of 1000ml. Clinician pressed start and then powered off the channel and reprogrammed the infusion to the correct rate and vtbi. An infusion of normal saline with a programmed and ordered rate of 150ml and volume to be infused of 1000 ml. Clinician stated the pcu displayed a change in rate to 500ml and a vtbi of 1000ml. During the norepinephrine infusion when clinician received a ¿green screen saying 2 rn review¿ displayed on the pcu. The clinician pressed the cancel key to get out of the clinical advisory screen." There was patient involvement but no harm.

Event description:
"It was reported clinician reported experiencing an event with each infusion on the alaris system setup in room 270 on july 25, 2024. During an infusion of sodium phosphate 15mmol in d5w 250ml rate - 83.3 and volume to be infused (vtbi) of 250ml, clinician stated the infusion paused. She cancelled out of the programming. A keep vein open (kvo) infusion with a rate of 5ml and vtbi of 250ml. Clinician stated the device alarmed and displayed on the pcu screen a rate of 150ml and vtbi of 1000ml. Clinician pressed start and then powered off the channel and reprogrammed the infusion to the correct rate and vtbi. An infusion of normal saline with a programmed and ordered rate of 150ml and volume to be infused of 1000 ml. Clinician stated the pcu displayed a change in rate to 500ml and a vtbi of 1000ml. During the norepinephrine infusion when clinician received a ¿green screen saying 2 rn review¿ displayed on the pcu. The clinician pressed the cancel key to get out of the clinical advisory screen." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.